Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. Visual inspection of the header noted that the anchor pins were bent and there were tool marks on the casing. A hole was found in all the seal plugs but no other anomalies were noted. All setscrews moved freely and without issue. A review of the device memory revealed that this device was capable of delivering therapy prior to it explantation. Laboratory analysis confirmed that excessive force was applied to the device header which resulted in its separation from the case. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for immediate laboratory analysis. No additional informaiton is available. Once the ICD has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during the normal explantation of this implantable cardioverter defibrillator (ICD), the header became completely detached from the device. This ICD had been implanted subpectorally and the physician had difficulty removing it. Significant force was applied in order to explant the device. No adverse patient effects were reported.

Event description:
The ICD was returned.